Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 0.529 miu/ml. The reagent pack had two tests left in it at the time of testing. The result from the next sample that was tested was ok. The reagent pack was replaced and the complained sample was repeated twice, each time resulting as > 10000 miu/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 210151. The reagent expiration date was asked for, but not provided. The field service engineer checked the analyzer and could find no probable cause for the issue. Quality control precision for hcgb was very good. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.